Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 29-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profiles had randomly disappeared for a period of time and then returned. A technical support specialist found that the actual system time was off by 5 - 6 minutes and it was also not configured to synchronize its time with the network time protocol server and manually adjusted the network time protocol settings to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient profiles randomly disappeared for a period of time and then returned. One incident involved a patient in room (B)(4) whose profile stopped loading shortly after a new metoprolol order was entered and verified attempts to refresh the profile, use the visible ER profile, or manually add the patient were unsuccessful, and staff ultimately had to obtain medications from the front pyxis. A similar issue occurred with a patient in room (B)(4), as the back 2 west pyxis repeatedly dropped patient profiles sometimes only for a few minutes after new orders were placed, but at times for much longer while the front pyxis continued functioning normally. Staff noted that the recurring problem with the back unit posed workflow challenges and potential patient safety concerns, especially for step down patients relying on timely medication access. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.